Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was originally reported on (B)(4) 2014 that the patient ¿felt that her parkinson¿s was advancing too fast.¿ the patient stated that her physician said she could turn therapy off for a week or two and ¿see how she was doing.¿ the patient noted that when she went to the doctor, when he saw her ¿she was good,¿ but ¿when she was off, she was off¿ and the ¿off¿ periods were getting longer and longer. About a month and a half later the healthcare provider (hcp) reported that the cause of the event was determined to be device related. The device turned off while the patient went through a department store. The patient was brought in to the hcp¿s office and was reprogrammed. There was 50% or greater symptom reduction and the patient recovered without permanent impairment. Refer to manufacturing report #3004209178-2014-17024 as the patient had two stimulators and it was not specified if one or both turned off.